Event description:
The reporter indicated that a lead test reported a dc-dc code or 7, high impedance, and an output current-limit. The elective replacement indicator read no. An x-ray was taken and reviewed.